Manufacturer narrative:
On (B)(6) 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail code 60001404 involved in this event was manufactured by wittenstein intens gmbh. The receiver code 60001780 involved in this event was manufactured by orthofix (MFR report 9680825-2023-00038). Technical evaluation the devices involved in this event have not yet been received by orthofix srl. Orthofix srl is strictly in contact with the local distributor to have the devices concerned. The technical evaluation will be performed as soon as the devices become available. As soon as further information and/or the results of the investigation are available, orthofix srl will provide you with a follow up report. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: product codes: 60001404 and 60001780 (MFR reports 9680825-2023-00038 respectively). Batch numbers: 6217403 and 000079089. Quantity: 1 each. Hospital name: : (B)(6) hospital, (B)(6). Surgeon's name: dr (B)(6). Date of initial surgery: (B)(6) 2023. Body part to which device was applied: left femur. Surgery description: fracture treatment. Patient's information: 20 years, male, 70 kg. Problem observed during: into treatment/post-operative. Type of problem: device functional problem. Event description: " fitbone lengthening nail implanted and found to be not working when checking after the procedure. Patient was opened up again to recheck receiver to nail connections to see if there was a fault there. Faulty nail left in place to hold fracture reduction". The complaint report form also indicated: the device failure had adverse effects on patient: loss of achieved correction. The initial surgery was completed with the device. The event led to a delay in the duration of the surgical procedure (delay not quantified). An additional surgery was required: performed on (B)(6) 2023. A medical intervention (outpatient clinic) was required: on (B)(6) 2023. Copy of operative reports and copy of x-ray images are not available. Product is available for return. Patient's current health condition: "second nail implanted, all fine now". On (B)(6), 2023, orthofix received some x-ray images and the following details: nail was not tested prior to implantation on (B)(6) 2023. Nail malfunction was detected at the end of the initial surgery ((B)(6) 2023), and a revision surgery was performed on (B)(6) 2023. Both nail and receiver replaced at second surgery. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).

Manufacturer narrative:
On february 2023 orthofix srl acquired from wittenstein intens gmbh, the fitbone¿ system, for intramedullary lengthening of the femur and tibia. Therefore, orthofix srl is now managing post-market surveillance for fitbone devices, also for the ones manufactured and released to the market by wittenstein intens gmbh. The nail code 60001404 involved in this event was manufactured by wittenstein intens gmbh (MFR report 9680825-2023-00037). The receiver code 60001780 involved in this event was manufactured by orthofix (MFR report 9680825-2023-00038). Technical evaluation: the returned devices, received on september 26, 2023, were examined by orthofix quality operations department. The devices were subjected to visual, dimensional and functional check as per orthofix specification. 1) nail code 60001404 (MFR report 9680825-2023-00037). The visual check of the nail evidenced as follows: - deformation of the bipolar connector; - presence of scratches along device axis; - presence of drilling signs in correspondence of the distal hole (i.e. At the tail left). The dimensional check did not evidence any anomalies. The functional check evidenced that the nail is not functioning according to set specifications, because of a short circuit identified by resistance and current absorption measurement. The visual inspection confirmed an evident deformation/damage in correspondence to the bipolar connector, at around half of its length coming out from the nail. The bipolar connector has been cut, excluding the damaged portion. The two poles have been separated and the resistance has been checked again, revealing the conformance with expected specifications. The nail could be then elongated, and no further issues raised. 2) receiver code 60001780 (MFR report 9680825-2023-00038) the visual check did not evidence any anomalies: - the cable has no bending or other deformations. - the silicone has no defects, wear, or signs of damage. - the socket is in good conditions (soldering still intact). Screws were unscrewed to separate the receiver from nail bipolar connector. Residues of organic tissue were detected in the socket. In the functional check the device was tested with different loads, at different distances and in distraction/retraction mode. No anomalies were detected. The device is functioning as expected. Medical evaluation: the information made available on the event was evaluated by our medical director. Please find below an extract of the medical evaluation performed. · the device didn't work after closure. The receiver was explored immediately and thereafter the device was revised in a separate procedure. In the interim the non-functioning nail was retained to maintain reduction. · the actualised harm was an unnecessary revision procedure. · the subsequent retrieval inspection identified damage to the cabling. The extension mechanism was intact. · I suspect the inference is that at some point during implantation, the cable was damaged. The damage resulted in a short circuit rendering the nail non-functioning. · additionally, there was damage to the distal locking hole. I suspect this was secondary to eccentric drilling. The distal end is very anterior on the lateral films from the index procedure. Conclusions 1) nail code 60001404 (MFR report). The analysis performed on the returned nail confirmed the notified issue. The nail is not functioning according to set specifications as there is a short circuit due to the damage occurred at bipolar connector side. 2) receiver code 60001780 (MFR report 9680825-2023-00038). The functional check performed did not detect any malfunction on the returned receiver, which performs properly according to the set acceptance criteria. The reason of the fitbone failure is related to the damage detected on the nail most likely due to the specific application. Orthofix continues monitoring the devices on the market.

Event description:
The information initially provided by the local distributor indicates: - product codes: 60001404 and 60001780 (MFR reports 9680825-2023-00038 respectively). - batch numbers: 6217403 and 000079089. - quantity: 1 each. - hospital name: : (B)(6). - surgeon's name: dr (B)(6). - date of initial surgery: (B)(6) 2023. - body part to which device was applied: left femur. - surgery description: fracture treatment. - patient's information: 20 years, male, 70 kg. - problem observed during: into treatment/post-operative. - type of problem: device functional problem. - event description: "· fitbone lengthening nail implanted and found to be not working when checking after the procedure. · patient was opened up again to recheck receiver to nail connections to see if there was a fault there. · faulty nail left in place to hold fracture reduction". The complaint report form also indicated: - the device failure had adverse effects on patient: loss of achieved correction. - the initial surgery was completed with the device. - the event led to a delay in the duration of the surgical procedure (delay not quantified). - an additional surgery was required: performed on (B)(6) 2023. - a medical intervention (outpatient clinic) was required: on (B)(6) 2023. - copy of operative reports and copy of x-ray images arenot available. - product is available for return. - patient's current health condition: "second nail implanted, all fine now." On august 28, 2023, orthofix received some x-ray images and the following details: - nail was not tested prior to implantation on (B)(6) 2023. - nail malfunction was detected at the end of the initial surgery ((B)(6) 2023), and a revision surgery was performed on (B)(6) 2023. - both nail and receiver replaced at second surgery. Orthofix srl ref: (B)(4). Distributor ref: (B)(4).